Event description:
A male patient reported experiencing allergic conjunctivitis after using solution for 3 days. Patient sought medical attention from an ophthalmologist who reportedly treated his condition with tobradex. Patient has recovered.